Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip due to dog chew marks. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir part had crack. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.